Event description:
Boston scientific received information that during an implant procedure, when a competitor lead was inserted in the header of this device, no pacing was delivered and the patient¿s rhythm was observed to be at 20 beats-per-minute. The lead was checked with an analyzer and pacing was observed. The physician decided explant and replace the device. With a new device, no further pacing issues were observed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The hospital has been unable to find the device after removing it from the patient. If it is found, the device will be returned for analysis. This investigation will be updated should further information be provided.